Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible between the 1 cm and 0 cm cut lines indicating the point where the handle compression had stopped. Pmv performed functional testing which included the reload was loaded into a pmv for functional testing. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, for the second firing of the rectum resection, the surgeon articulated the jaws twice to the left side, clamped the tissue, and thought the device fired fully, however, the distal staple line was incomplete and some staples were malformed. A new device was used to complete the procedure. Additional tissue resection of the intestinal canal was required. The surgeon resected and re-stapled the side of the original staple line by the reload. About 55 mm of tissue was resected. The surgeon did not fire the stapler over the same area. The patient status is no problem.